Manufacturer narrative:
No errors in the event log were noted. The instrument was running normal operations. On (B)(4) 2011, a bec field service engineer (fse) was dispatched and found a hole in the waste transfer peri-pump tubing. Fse replaced the tubing and verified system performance to published specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak from the unicel dxi 600 access immunoassay analyzer has occurred for three days. Customer technical support (cts) confirmed the laboratory technicians were wearing proper personal protective equipment (ppe) during the clean up of the spill no injury or exposure to the fluid was reported.